Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon guidewire became deformed after a few ablations, making it difficult to occlude the vein. The balloon catheter was replaced which resolved the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.